Event description:
On 27-apr-2021, a spontaneous report was received from a consumer regarding a (B)(6) female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use of playtex sport plastic, unscented. On (B)(6) 2021, after starting the product, the tampon (also reported as pledget) was lodged and stuck in the consumer's vagina where it was bonded to her skin. Part of the tampon was sticking out with the string and had been inserted properly. The consumer was taken to the emergency room (ER) by her mother because the obgyn (obstetrician and gynecologist) office was closed. At the ER, she was seen by a nurse and ER doctor. The pledget was stuck and seemed bonded to her skin which resulted in her skin being cut. They ran a urinalysis test (results not reported) and gave her an unspecified antibiotic and pain medication. The doctor told her they didn't know what happened because it was the first time they had seen that before and it "had to have been a bad batch of tampons." As of (B)(6) 2021, the consumer was still experiencing soreness and was terrified to use tampons. The patient was awaiting a follow-up appointment with an obgyn, but a date had not yet been scheduled. No additional information was provided.

Manufacturer narrative:
Review of the DHR and supporting documentation showed no issues present that would have contributed to the issue reported by the consumer. All released product passed visual inspections, absorbency testing, ejection force testing and string performance testing. It is possible that the consumer either did not have enough fluid present to keep the tampon wet (dry insertion) or left it in long enough that it dried out and stuck to the skin.